Event description:
It was reported that the ilet charging pad would not power the device, the indicator light would not illuminate, and the family had experienced ongoing charging difficulties; a third-party phone charging pad powered a phone but did not charge the ilet, and the user transitioned to multiple daily injections after noticing the pump was not charging. Symptoms included hyperglycemia reaching 289 mg/dl. Outcomes included temporary therapy interruption with a switch to subcutaneous insulin via pen and user education and troubleshooting. Investigation included technical support troubleshooting and replacement of the charging pad. Investigation of this case revealed a charger not functioning as intended, consistent with a power/charging component failure of the external charging pad. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction of the charging accessory.